Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that micro-perforation, capture anomaly and noise were observed. The lead was explanted and replaced. Patient was fine post procedure.